Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur bolt at the bone to implant interface. It was also reported that the patient underwent a 2 stage bilateral knee replacement revision surgery approximately 5 years ago at the hss in new york. Patient was allergic to bone cement so the revision was done with sigma femoral sleeves and tc3 femurs with a mbt revision tibia with sleeves on both the right and left without using cement. Femur on right side was unsupported by bone and had developed metal debris from the zero bolt and sleeve adapter. Surgeon removed femur and replaced with a distal femur on the right side. Sleeves on both sides were well fixed on the right side. There was metal debris in the knee joint. The surgeon surmised that the debris came from the locking bolt as the femur was showing motion both internal and external when force was applied by hand to it. The taper between the femoral sleeve and 5degree bolt was well fixed and took a tremendous amount of force to disengage the taper. The box yes was accidentally marked. It should of been no. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received stated that there was no cement used in the implantation of the tc3 femoral components and augments. Fixation was achieved from the femoral porous sleeves.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (device) by removing code fracture. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.